Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the 7x13 insert trial cracked during the surgery. There was no delay or adverse consequence to patient or user.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device showed that the device was returned in used condition. The trial is fractured and there are scratches and gouges around the insert trial. A material analysis examination indicated: "damage consistent with contact against a hard object and explantation damage. Crack also observed. Unable to fully assess crack due to inability to see fracture surface." Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the reported event was confirmed by the visual inspection of the device which showed that the trial is fractured and there are scratches and gouges around the insert trial. The material analysis examination indicated damage consistent with contact against a hard object and explantation damage. Crack also observed. No further investigation for this event is required at this time. If any additional information become available, this investigation will be reopened.

Event description:
It was reported that the 7x13 insert trial cracked during the surgery. There was no delay or adverse consequence to patient or user.